Event description:
Related manufacturer reference number:. 1627487-2019-07152. It was reported that the patient had a lead revision due to lead migration. The old leads were explanted and new leads were implanted. Effective therapy was established post op.